Event description:
Pt was in for essure procedure. Upon trying to insert device, the device failed to deploy correctly, unraveled, caught on some lining of the pt's tissue, causing pain/discomfort while trying to remove device. Procedure was stopped, one stitch had to be applied to pt. Essure rep returned device to MFR for quality review.